Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1609101) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that after the mynxgrip device was used for arterial closure, the patient developed a retroperitoneal (rp) bleed. The device was used in conjunction with a 6f procedural sheath for arterial closure following an interventional procedure. It is unknown whether or not there were multiple stick punctures nor if the stick location was high or low. About two and a half hours after the mynx procedure, the patient coded. CPR was administered to stabilize the patient. A CT scan which was later performed confirmed an rp bleed. The patient received 4 units of blood to treat the rp bleed. The patient was described as fine and hospitalization was not prolonged as a result of the event. The patient remained in the ICU for unrelated procedures the patient is undergoing. Additional information was requested, but is not available at this time.